Event description:
During the device evaluation, the colonovideoscope was observed to exhibit corrosion and a clogging of the device nozzle. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material/corrosion was observed on the device nozzle. A definitive root cause of the issue could not be determined, however, the issue was likely the result of user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.